Event description:
Additional information received reported the patient received assistance 1 week prior to report and their concerns were resolved.

Event description:
It was reported that the patient went to the ER last night for lower back pain. It was noted that yesterday (B)(6) 2014 the patient was sitting and watching tv and around 2:30pm he got up from the chair and felt a lot of pain in his lower back. It was a sharp pain that he could feel when he stepped on his left leg. By 9pm yesterday the pain was so great he had to go to the ER. Once ER found out what he had implanted they did not want to treat him anymore so they gave him a pain shot and a prescription for "norco" and sent him home. They did do an ultrasound of his bladder and his bladder was empty. But they would not do an xray of the patient's back. The pain was still present today but not as bad. The patient was having a difficult time getting up from a sitting or lying position because of the pain. The patient noted that the doctor thought his pain could be nerve related or something related to the interstim therapy. The pain was on his left side to the middle of his lower back. The patient's implantable neurostimulator (ins) was implanted on the right side. The patient had had back fusion surgeries in the past. The patient has parkinsons. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v792267, implanted: (B)(6) 2012, product type: lead. (B)(4).